Event description:
It was reported that at routine follow-up the atrial lead impedance of this implantable cardioverter defibrillator (ICD) system was greater than 3,000 ohms and there was no capture at 5.0 v at 1.5 ms. The patient had an underlying sinus rhythm and atrial pacing was 8%. The ICD was then programmed to vvi 50 and the atrial lead was programmed off. It was planned to continue normal, routine follow-up. The atrial lead remains in service.